Event description:
It was reported that during patient use, a ventilator generated a screen blocked error message. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the touchframe printed circuit board (pcb). The cse then performed extended self-testing on the device and all tests passed.